Event description:
It was reported that during a laparoscopic cholecystectomy, the device began to spit clips at this first clip firing. Another device was used to complete the case. No adverse patient consequence was reported.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.